Event description:
Patient was part of a clinical trial of investigational device to facilitate cannulation of arterior-venous fistulas. Upon the patient's 3 month follow up visit, investigator's learned that cannulating the device caused pain. The device was found to have tilted, and patient requested its removal. It was removed (B)(6) 2013.